Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had motor error alarm. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. Customer reported that insulin pump was unexplained no delivery alarms and closed to the screen had crack. Customer stated that insulin pump had lower and slower rewind. The insulin pump will not be returned for analysis.